Event description:
It is reported that the patient was revised due to a broken femur and the stem had subsided.

Manufacturer narrative:
The device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as relevant medical history and adherence to rehabilitation protocol are unknown. Dimensional evaluation of the returned stem verified the device to be within profile tolerance zones of the overlay when inspected on a comparator. Device history record review for the stem did not identify any deviations or anomalies in the manufacturing process. This device is used for treatment. The device has an in-vivo time of 2 months and 12 days. The event of femur fracture has not been confirmed as stemming from a quality or manufacturing issue. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.